Manufacturer narrative:
(Air in the abdomen). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR date are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in 2009. According to the complainant, seven days post stent placement, a 2cm perforation of the colon was noted. A cat scan revealed free air in the abdomen. A week later, due to the extent of the cancer in the pt's abdomen, the pt underwent surgical repair of the colon perforation and stent removal. The pt has a history of gastric cancer, colon cancer and gu cancer. The physician indicated he was unsure of the stent's involvement with the perforation. The pt required surgical ICU care for four days and one additional week in the hospital. The pt had since been discharged home with an overall plan for hospice care.